Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.